Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the moderately tortuous and moderately calcified distal popliteal artery. A savion flx guidewire was selected for use. During the procedure, it was noted that the tip of the wire broke off into the small dissection plane. The physician determined that it would be safe to leave and would heal and conceal the wire tip. The procedure was completed with a different device. There were no patient complications as a result of this event.